Event description:
Procedure type: unk. According to the reporter: the customer checked 4 ports from their stock. Inserted the trocar into cannula, a part of seal broke. No pt involvement.

Manufacturer narrative:
Date initial report sent: 04/13/2009.